Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple power sources. In addition, the battery gauge dropped from 100% to 35% within minutes. The customer¿s blood glucose (bg) was 49 (mg/dl) and the cause of the low bg was unknown. Soda was consumed to address bg. Reportedly the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed. User made two bolus requests on (B)(6) 2018, and user did not enter current bg level while still having insulin on board (iob). There were no erratic basal rate adjustments. At 4:37am a bolus for 100 grams of carbs was requested and 7.14 units of insulin was delivered. Less than 2 hours later a bolus for 10 grams of carbs was requested and .71 units of insulin delivered with 4.2 units of iob. Neither bolus request had a bg value entered. It is possible that the first bolus value of 100 grams was made in error. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issues were verified. Functional testing was performed and no failure was identified related to the reported blood glucose event.